Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the motherboard is burnt black, and the high-voltage board was short-circuited. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component problem and the high-voltage board was short-circuited, resulting in the inability to turn on the machine. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the generator had a motherboard burnt black and high-voltage board was short-circuited. There were no reports of patient involvement.